Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's knee (side not reported) was revised from a pka to a tka. Rep reported that when the surgeon removed the implants, wear was noticed on the medial edge of the poly insert.